Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks after implant, the patient¿s right ventricular (rv) lead dislodged. A lead revision took place, and the rv lead remains in use. No patient complications have been reported as a result of this event.